Event description:
It was reported to teleflex medical that during a laparoscopic cholescystectomy procedure, the applier jaw fell into the pt when the surgeon was attempting ligation of the vessel. Surgeon was able to retrieve the jaw from the surgical field. Minimal additional time required. No injury to pt reported.

Manufacturer narrative:
The device history record was reviewed and there were no non-conformances or deviations in the file. The actual device is still being evaluated to determine the root cause. A follow up report will be provided once the evaluation is completed. Actual device involved in incident was evaluated.